Event description:
Facility reported an infusion pump with a failure code 570. It was not known if this failure occurred while infusing on a pt. No pt injury was assoicated with this report and no incident reports were filed since the last baxter service event. Info regarding pt demographics medication involved and device programming was requested, but none was provided.